Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On an unreported date, the patient was treated with penicillin and ofloxacin (dose, frequency and route of administration not reported) for the event of peritonitis (further treatment details not reported). It was not reported if the patient was hospitalized. On an unreported date, the pd therapy was discontinued during treatment. The patient¿s outcome was not reported. No additional information is available.